Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The cause of the break in aseptic technique was further described as the patient had fake nails which led to contamination when the patient was handling the supplies. The patient experienced unspecified symptoms and was hospitalized for the event. The patient was treated for the peritonitis with a intraperitoneal vancomycin (dose and frequency unknown). The patient catheter was removed and the hemodialysis was initiated. The patient was retrained on proper aseptic technique and discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. No additional information is available at this time.